Event description:
Related manufacturing ref: 3005334138-2022-00510. This report is to advise of skiving found during analysis.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Arten100094363 ver. A swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.